Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. A femoral angiogram was not performed. Reportedly, the suture was not captured, a cuff miss occurred. A second proglide device was used. Reportedly, the second device was difficult to deploy and hemostasis was not achieved. A sheath was inserted followed by manual arterial compression to achieve hemostasis. There was a reported clinically significant delay in procedure; the patient felt uncomfortable. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps. This code is used to address the failure to take a femoral angiogram to verify the location of the access site. Per the instructions for use: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid cuff misses and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The other proglide device referenced was filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported difficult to deploy was not confirmed. The analysis observed the returned device was in pre-deployed condition and without anomaly. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). On follow-up report #1, the date of event was incorrectly noted as (B)(6) 2013. The actual, correct date of event should be (B)(6) 2013. On previous reports, the date of this report was incorrectly noted. The correct date should have been (B)(4) 2013. On the initial medwatch report, the date received by manufacturer was incorrectly noted. The correct date should have been (B)(4) 2013, the date abbott vascular was first aware of the device related event.